Event description:
Additional information was received. It was reported that they had an infected interstim site. On (B)(6) 2025 the patient presented to outside ed for a surgical wound check and the exam showed possible wound infection. The patient was instructed to follow up with urology. On (B)(6) 2025 the patient was admitted to the hospital for an explant of the ins. It was also mentioned that they had a necrotic wound and they were constantly bleeding. The patient was going to wait for the area to heal before having surgery again in 4 months. The issue was resolved without sequelae (B)(6) 2025. This issue had a causal relationship related to the device, therapy, and procedure.

Manufacturer narrative:
A4 d4: information was missing from initial report-correction made medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a surgical wound dehiscence at interstim insertion site.  On (B)(6) 2025 patient presented to ed with complaints of drainage/bleeding from incision site at right upper buttock. On exam there was scant swelling, no frank bleeding. Steri-strips had mostly fallen off over medial portion of incision, and there appeared to be a small area of dehiscence. On (B)(6) 2025 patient seen in urology clinic, having some bloody drainage from incision, no sign of infection. It was casually related to the implant procedure. As for intervention, the dressing changed on (B)(6) 2025 and the event is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.